Event description:
It was reported that a patient with a preloaded toric intraocular lens (iol) is unhappy with post surgery results because of the myopic shift and would like to go for a lens exchange for a diu00 lens (enhance). Pre-operative (op) bscva (best corrected visual acuity)- 20/30 and post-op bscva- 20/120. The explant is scheduled for (B)(6) 2025. Through follow up, it was learned that the explant was performed on (B)(6) 2025. The patient had 20/30 before the first intervention, ended up with very bad post-op results of 20/120. For this reason the doctor decided to do an explant the lens. It was confirmed that the pre-op 20/30 and post-op 20/120 were with spectacles. There was no medical or surgical intervention required. The patient outcome is now 20/30 without glasses. The lens is not available for return. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1 telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.